Manufacturer narrative:
Reliability analysis:inspected 7 opened/used sensors and performed bicarbonate buffer testper (B)(4) . One of 7 sensors failed for high readings 6 remainingsensors passed per spec with accurate readings.

Event description:
It wa reported that the customer had a sensor glucose versus sugar glucose differences on the insulin pump. The customer's blood glucose level was 186 mg/dl. The customer is call back after uploading insulin pump and complain regarding sensor glucose versus blood glucose differences. The troubleshooting was performed. The customer was advised that we will replaced last box of sensors as a courtesy.